Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: on (B)(6) 2025, a nurse in the nephrology department discovered a leak in a needle-free closed infusion connector while administering an infusion to a patient. After testing, it was confirmed that the needle-free connector was leaking, so it was replaced with a new one and the patient was reassured.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.